Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that he/she had lost the bristle head of his/her brush head; this was the second brush head that had come off while he/she was using it. No injury was reported.